Event description:
It was reported that at a follow up check the device had normal values and 21 days later it was at end of life. A review of device performance data indicated that the eri (elective replacement indicator) was due to high battery impedance. The device was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Eri (elective replacement indicator) was caused by high battery impedance noted on (B)(6) 2011 prior to explant. The ramware version 8 was installed on (B)(6) 2011.